Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a conduction fracture. Additionally, there was low out of range pacing impedance and over-sensing due to noise noted on the lead. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.